Event description:
It was reported by the patient that they received several shocks from the right ventricular (rv) lead and understood the rv lead was fractured. Also, the device battery only lasted three years. Follow up with the clinic was attempted but no additional information was able to be obtained. The rv lead pace/sense portion was capped and replaced and the high voltage portion remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7289 implantable cardioverter defibrillator (B)(6) 2003; 4193-88 implantable pacing lead (B)(6) 2003; 50076-45 im plantable pacing lead (B)(6) 2003. (B)(4).